Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that in the last 24 hours or so they have noticed they were very aware of where the implant was. Patient said they did not know where it was but all of a sudden they were aware that it was there. Patient stated they didn't know if they hit it and it just aches. Patient described it as irritating, but not major pain. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they were having a bone density test on friday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.